Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their device doesn't seem to be working properly, noting that it is not helping their target pain like it had been before. The patient stated that they get ¿zapped¿ down their left arm when they turn their neck a certain way. They indicated that the zapping issue has been since implant, and their return of target pain was a gradual change. The patient noted that they have not had any programming changes, falls, or trauma. Troubleshooting was not done at the time of the report, as the patient did not have their programmer with them. The patient was to follow-up with their healthcare provider. Physician listings were sent to the patient, as they did not have a managing one. No further complications were reported. The patient was implanted for non-malignant pain.